Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The patient family member reported that after the alarm occurred, the device rebooted, but the alarm occurred again. The patient used a pediatric nasal mask. The reported issue was unable to be confirmed. Due to a failure in the cpu or memory main pca, a series of processing such as data communication and writing was not executed properly, which led to the occurrence of operational stop. Main pca was replaced to resolve the issue. Performed overall device check.